Manufacturer narrative:
Functional evaluation was performed with the returned implant and holder. No retaining issues were found with the holder or implant for upper or lower component. Both implant and holder were also evaluated with a sample holder and implant. No retaining issues with either holder or implant for upper or lower component. After functional evaluation with returned product and comparison samples, no issues were identified with regard to holding of superior component. We were unable to replicate customer concern. The implant and associated instrument appears to be capable of performing their intended function.

Event description:
It was reported that during surgery for implant of artificial cervical disc, the implant holder would not stay secure to the superior portion of the implant. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)